Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a damaged ECG input connector. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp. To fix the issue, the fse replaced the front end pcb, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
The initial reporter named in block e1 is a getinge employee whose contact details differ from that of the event site. No contact at the event site has been provided at this time; however, the event site telephone number is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a damaged ECG input connector. There was no patient involvement, and no adverse event reported.